Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired on (B)(6) 2021. The cause of death was non-traumatic cortical hemorrhage of the right cerebral hemisphere. The cause of death was not considered to be device related. The device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient had a hemorrhagic stroke on (B)(6) 2021. Patient left against medical advice (ama) from hospital days prior. The site stated that there were changes to patient condition that might have contributed, such as supratherapeutic international normalized ratio (inr) and recent antibiotics. A computed tomography (CT) was performed. Patient had an acute altered mental status and remained unresponsive. The treatment used was a right decompressive craniotomy and patient was comfort care/ do not resuscitate (dnr). It was also reported that the patient had a right intraparenchymal hemorrhage in the right frontal lobe. There was no arteriovenous malformation (avm) confirmed. Patient was also given k-centra. CT results showed a large intraparenchymal hemorrhage in the right anterior frontal lobe. This caused mass effect resulting in approximately 10 mm of midline shift and right transtentorial herniation. The adverse event was not thought to be related to the device. The event/issue was not resolved.